Manufacturer narrative:
The device was received by resmed for an engineering investigation. Review of the device logs confirmed the occurrence of system fault sf180. Performance testing was not able to reproduce the reported device fault and the device and battery performed per specifications. Based on all evidence, it is possible that the system fault 180 was due to the device being operated at temperatures outside its specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) indicating a battery charger fault. There was no patient injury reported as a result of this incident.